Manufacturer narrative:
Results of investigation: the article complained about is the polarstem modular head (21000663) for impactor (21000662). It was reported that during a total hip replacement the modular head of the impactor broke while impacting the head. A back up device was available and there was no delay. Nevertheless, broken piece fall inside patient body and required to be retrieved. During the visual inspection of the part, it was noticed that a piece of the modular head was broken off and not sent back. The fracture is located at the notch at the upper end of the connection to the impactor. The article number is still visible on the part, but the lot number is missing. Because of the missing lot number, no batch record could have been done. Based on the part geometry, the design index could however be identified. This instrument is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The observed failure could not be reproduced. Based on the conducted investigations the root cause of the fracture could therefore not be determined conclusively. In combination with our continuous effort to improve our products, design changes have been implemented to enhance the mechanical behavior of this device.

Event description:
It was reported that during a total hip replacement the black plastic tip of the impactor broke while impacting the head. A back up device was available and there was no delay. Nevertheless, broken piece fall inside patient body and required to be retrieved.